Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018, the patient reported that his pump started alarming a couple of weeks ago. Per the patient, they moved, and he did not have an hcp (healthcare professional) to take care of his pump. The patient stated that his hearing was not very good, so he was not sure what the beeps sounded like, but his wife said it sounded like the critical alarm. The patient felt that because the pump was beeping it was probably empty, but also stated that he had a recent pump refill. The patient had no symptoms. No further complications have been reported as a result of this event.